Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and ams monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(4) ¿ undefined recurrence; urinary/bowel problems; neuromuscular problems. Additional narrative: it was reported that mesh was implanted due to pelvic organ prolapsed and stress urinary incontinence. Outcomes attributed to device were pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia and urinary, bowel and neuromuscular problems it was reported that patient underwent revision on (B)(6) 2011.